Manufacturer narrative:
Pump failed to powers up due to corroded battery tube compartment and broken battery tube thread noted. (B)(4).

Event description:
The customer reported via phone call that there was chip on plastic of insulin pump and battery compartment damaged. The customer¿s blood glucose was unknown at the time of incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump was returned for analysis.